Event description:
The facility's biomedical engineer reported an infusion pump with an 810:04 failure code. Info was requested by baxter regarding whether or not the pump was in use on a pt when the failure occurred, specific pt info, whether or not there was a report of medical intervention ot pt injury, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified. There have been no reports of any pt incident involving the last baxter service event.